Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported through a reviewed journal article, that the patient with this newly implanted lead, returned with chest pain and dizziness and was confirmed haemodynamic unstable. An echocardiography showed a large pericardial effusion with evidence of a tamponade with right ventricular wall collapse. The lead was seen perforating through the right ventricle apical wall and the patient had emergency pericardiocentesis and stabilized. After stabilization, a lead revision was performed with success. The lead was unscrewed and pulled back, then repositioned and deployed safely. The revision was reported as straight forward and the patient had an uneventful recovery and discharged home. At the one year follow-up, the patient was noted as stable with no further complications.